Event description:
The field service engineer reported that a dangerously unstable vertical column was discovered. A loss of motorized motions was also identified. There was no report of a pt or user injury.

Manufacturer narrative:
The customer declined to have the service rep repair the system. The system was removed from service and will be scrapped.